Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient having issues with therapy for the last 18 months or maybe a bit longer. The patient stated they have tried all their programming available and nothing seems to help. The patient stated the implanting physician did an x-ray and confirmed there has been no migration. The patient was redirected to their healthcare provider to further address the issue. [See (B)(4) for the report that the patient was having issues with their external equipment in the past in which they contacted patient services to resolve]. There were no device issues alleged or identified. Additional information was received from the patient. They reported that their stimulation had become entirely ineffective around 18 months ago after starting to lose efficacy after multiple reprogramming attempts. Patient stated they would charge every couple months and then turn the stimulation on to see if it made any difference, but it didn't. Patient mentioned that the last time they turned stimulation on was about 4 months ago and as soon as they turned the stimulation back on, it was shocking them constantly, not a little bit, and they couldn't turn stimulation off. Patient noted that they ended up turning the stimulation down to 0 and that worked. Patient also mentioned that they hadn't charged the implant again because it was uncomfortable and they felt like they were levitating off the floor. Pt needs an MRI and inquired if they needed to power stim on in order to put into MRI mode. Pt mentioned they were planning to have hcp remove their ins battery and wondered if that would effect MRI compatibility; agent reviewed information about battery and leads.